Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the patient¿s ipg was relocated on (B)(6) 2017.

Event description:
Follow up information identified patient¿s pain at the ipg site has subsided following the ipg revision.